Event description:
The customer clami a pt either fell out of bed or got out of bed and then fell, however they were found on the floor with all four siderails in the up position. The hosp reported that the pt injured their hip, right elbow, right knee, and right forehead. The pt died at a later date. The hosp did not disclose the cause of death.